Event description:
It was reported that the patient had right heart failure, pulmonary hypertension and stage iii chronic kidney disease. The patient was admitted for mixed vasodilatory and cardiogenic shock; dual inotropes and vasopressors were administered, and temporary renal replacement therapy was started. While admitted, the patient developed mild anemia and acute, severe thrombocytopenia with a platelet count of 26,000. Heparin-induced thrombosis (hit) antibody testing was unremarkable. Lactate dehydrogenase (ldh) was noted to be elevated. A blood smear revealed schistocytes; microangiopathic hemolytic anemia (maha) was suspected. Pump speed was decreased to 5100 rpm, and as a result both platelet count and hemolysis parameters recovered. The patient ultimately underwent successful heart and kidney transplants.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a;d: specific patient information and device serial number are documented as unknown section b3: date of event has been entered as the same as published date (apr2022) since date of data collection was not provided article title: slow it down: a case report of microangiopathic hemolytic anemia in a heartmate iii patient lemieux, a. T. Et al (2022). Journal of cardiac failure, 28(5), s130¿s131. Baylor university medical center, dallas, tx, united states manufacturer's investigation conclusion a direct correlation between the heartmate 3 (hm3) device and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿slow it down: a case report of microangiopathic hemolytic anemia in a heartmate iii patient¿, was received. The study case followed the management of a single hm3 left ventricular assist device (lvad) patient, whose course was complicated with right ventricular (rv) failure, pulmonary hypertension, stage iii chronic kidney disease (ckd), and mixed vasodilatory and cardiogenic shock. During admission, the patient required dual inotropes, vasopressors, and temporary renal replacement therapy in order to be evaluated for a heart and kidney transplant. The patient then developed acute, severe thrombocytopenia and mild anemia. There were no power spikes or suspicions of pump thrombosis; however, the patient¿s lactate dehydrogenase (ldh) was elevated, haptoglobin levels were undetectable, and blood smears revealed schistocytes which raised concern for microangiopathic hemolytic anemia (maha). Therefore, the pump speed was decreased to 5100 revolutions per minute (rpm) to help diminish the fragmentation of red blood cells (rbc) and the patient was maintained in a systemic unfractionated heparin infusion. Following this treatment, the patient¿s platelet and hemolysis parameters recovered and the patient ultimately underwent a dual organ transplant without complications. The study concluded stating that maha is caused by mechanical injury of rbcs and the effective treatment in this case was to decrease the speed of the lvad to help decrease excessive shear in circulation. Further studies should be conducted to delineate efficacy of reducing lvad speed in hm3 patients. The heartmate 3 device serial number, as well as other specific case/patient information, is not available. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, hypertension, and hemolysis (not associated with suspected device thrombosis), as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.